Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin 2gm (frequency and route not reported) and fortum 1gm (frequency and route not reported) for peritonitis. The patient was recovering from this peritonitis event.